Event description:
It was reported that the patient was having coronary artery bypass grafts x 7. The patient was taken off bypass and received calcium and magnesium. The epg (external pulse generator) was connected via atrial and ventricular wires, and pacing function had been tested. The patient was at a sinus rate of 100 - 110. The device was set for atrial pacing, at 76 for back-up, by placing the device in ddd, with a rate of 76. Ventricular output was 0.4mv and atrial output 10mv. The patient went into ventricular fibrillation (vf) and was externally defibrillated with two attempts. Lidocaine and epinephrine bolus was given, but the patient continued to have pvcs (premature ventricular contraction), and amiodarone was given. Then, after a pvc or two, the patient would go back into vf. Each time, the patient was defibrillated at 200 joules back to sinus rhythm. This pattern occurred three times.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was then realized that each pvc was preceded by a pacer spike. So pacer spike/pvc, then vf, was the actual pattern. The device was disconnected, and no more pvcs or vf was seen. An attempt was made to turn off the device, and a "failure" error message appeared. The patient was reported to be recovering in ICU, still on a ventilator. No further patient complications have been reported as a result of this event.